Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Four devices were received for evaluation. One device passed testing and the device operated within specifications for the reported event. Three reported events were confirmed. Two devices had corrosion on the driveshaft. One device had damaged bearings. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device wobbled. Two events occurred during surgical procedures, no patient impact. One event occurred during set-up; no patient impact. One event occurred during testing, no patient impact.